Manufacturer narrative:
(B)(4). D10: cat# 11-300914, lot# 187760, arcos 14x190mm spl tpr dist. Cat# 11-301332, lot# 556460, arcos con sz b hi 70mm. Cat# 650-1157, lot# 2019031921, delta cer fem hd 28/+3mm t1. Cat# 00223200000, lot# 64736546, cable ready grip inst set. Cat# 010000997, lot# 6637710, g7 screw 6.5mm x 30mm. Cat# 010001000, lot# 6615747, g7 screw 6.5mm x 35mm. Cat# 010000999, lot# 6637710, g7 screw 6.5mm x 30mm. Cat# 110010267, lot# 6789420, g7 osseoti multihole 58mm g. Cat# 110024465, lot# 493660, g7 dual mobility liner 46mm g. G2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00506 and 0001825034-2024-00507.

Event description:
It was reported that approximately 4 years post implantation of a right total hip arthroplasty, the patient was revised due to chronic pain. No additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned; however, a picture was provided. Visual examination of the provided picture identified a stem, head, and liner all laying in a disk on a white towel. No other information could be obtained from the picture. A review of the device history records identified no related deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records and an undated radiograph were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. An undated radiograph was provided; however, as it was undated, it could not be correlated with the reported event. If the date is identified, the image will be reassessed at that time. The reported issue could not be confirmed, and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.